Manufacturer narrative:
Previously reported on (B)(4) with MDR#: 3003832357-2023-00192. Device investigation has taken place on (B)(4) with MDR#: 3003832357-2023-00192. The device was returned to the philips bench repair facility and the testing was performed. The engineer confirmed that the units ECG was working satisfactorily, however the charging port was found to be physically damaged therefore the front case assembly was replaced. The nbp, co2 and touch screen were calibrated and the device found to be functioning satisfactorily. The device was returned to the customer site. Based on the information available and the testing conducted, the cause of the reported problem could not be determined. The reported problem was not confirmed. Based on the information available no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.

Event description:
It was reported to philips that tempus pro experienced a disabled ECG.